Manufacturer narrative:
Based upon the available information, the reported problem does not indicate a product defect or malfunction but rather the user's failure to follow instructions. Remote diagnosis involved powering down the hemo monitor pc and disconnecting and re-connecting the cables on the pdm/link assembly as well as the coil cable connection. All the cables were re-seated and then the hemo monitor was powered back up. The communication error icon, a red person, turned white indicating that communication between the hemo monitor and pdm was restored. Instructions in the user manual (hemo-6373, page 367 - equipment care, general) addresses the potential for these types of situations with statements such as, "inspect the overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that there was a communication error between the hemo monitor and the patient data module (pdm). Information obtained from the customer revealed that the problem occurred during an active case that resulted in a 5-10 minute delay. The hemo system had to be rebooted twice. With merge hemo not presenting the correct physiological data during treatment, there is a potential for incorrect treatment that results in harm to the patient. However, the customer confirmed that the procedure was completed successfully once the system was rebooted. (B)(4).